Event description:
Prior to a coronary drug eluting stenting treatment procedure, the package was noticed to be open. In 2005 the taxus express2 3.0 x 12 mm drug eluting stent was taken out of its box and the package was found to be opened. The paper that seals the stent had been broken. There was no damage to the outside of the package. The device was not used and the procedure was completed with another of the same device. There was no reported patient complications.